Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump had a moisture damage on the lcd resilient cover. No moisture damage found on the electronics, motor, vibrator and batterytube assembly during visual inspection. The insulin pump was received with cracked caseat the display window corner, cracked reservoir tube lip, scratched lcdwindow, missing end cap sticker and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 127 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.